Event description:
Md to perform thoracentesis. The site was prepped aseptically and a local anesthesia was injected at the site. The md was unable to finish the procedure due to an apparent defect in the thoracentesis pleura-seal device. It was noted that the metal needle was not fully patent secondary to obstruction on the plastic hub where the metal needle is attached. The procedure was postponed and rescheduled for the next day.